Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to drain a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios device was not correctly positioned as the first flange was already positioned in the stomach rather than inside the pancreas, and the stent did not deploy at all. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.